Event description:
The facility representative contacted baxter (B)(4) to report an infusor 5 milliliters/hour 12 pack in which the reservoir ruptured. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device is no longer available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Similar reports have been received for this reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or the device becomes available, a follow-up report will be submitted.